Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e15 alarm due to blank display.

Event description:
The customer's family was reported via phone call that the insulin pump had beeping issue. Customer¿s blood glucose level was unknown. Customer state that the display was returned after troubleshooting and was able to rewind insulin pump. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.